Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported when they ¿get the other side done¿ they would like to change out the neurostimulator to a non-rechargeable device because of the difficulty they had with charging. Due to large breast tissue the previous healthcare provider (hcp) installed the implant very deep resulting in them needing to have the recharger over the implant for so long it would get warm so they would have to stop charging. The manufacturer¿s representative (rep) was contacted about the issue who stated they would contact the consumer. Additional information was reported that the patient moved and has not established a healthcare provider (hcp) to manage her dbs system. The patient is scheduled to see a hcp at the end of january. The rep reported the patient simply does not want to recharge anymore because it takes her hours to recharge. She will discuss with hcp on replacing her battery once she gets the other side implanted. Additional information received from the manufacturer¿s representative (rep) reported they were going to replace the rechargeable device with a non-rechargeable, but it wasn¿t scheduled yet.